Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded far-field oversensing on the ventricular channel. The physician has increased the sensitivity for the time being but oversensing is still being observed on the presenting electrogram (egm). Review of the device data by technical services (ts) was performed and it was discussed that a technical option is adjustment of the sensitivity as already done. It was also discussed that verification of appropriate sensing is needed following any sensing adjustment, and further recommendations were provided. The ICD remains in service. No adverse patient effects were reported.